Event description:
Patient reported "headaches, hair loss, palpitations, couldn't sleep, neck pain, shoulder pain, headaches, low energy tiring easily"; these events are not device related. Healthcare professional reported ruptures. Devices have been explanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.